Event description:
The patient's mother reported that the up, down, and ok buttons require multiple button presses to activate desired pump responses. She reports that the buttons still click and spring back normally. The patient has to push the button in the right spot in order to activate pump functions. The rubber keypad was reportedly intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 11/22/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the keypad buttons are intermittently responsive. All of the keypad buttons did not click back as expected. There was evidence of adhesive contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.